Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 650cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. In (B)(6) of 2011 the patient began experiencing numbing in the arm. She began getting unspecified pains in (B)(6) of 2012 accompanied by left sided breast pain. Other problems reported included left arm numbness, burning/numbing feeling, fatigue, drowsiness, lack of energy, unspecified thyroid problems, unspecified left sided neck problems, swelling, fibrosis, tenderness, and nodes. The patient indicated getting multiple magnetic resonance imaging examinations, but the results were not provided. The patient stated it was painful to get mammograms performed. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The root cause of the patient¿s symptoms is unclear. See 1645337-2020-02088 for contralateral prosthesis report.

Manufacturer narrative:
An additional assessment was performed on march 3, 2020. It was determined that the reported symptoms were indicative of a unique diagnosis of lymphadenopathy and capsular contracture. H6 has been updated. Manufacturer¿s reference number: (B)(4).